Manufacturer narrative:
The device has been returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that while attempting vascular access during a medical procedure, the tip of the access wire detached within the patient's soft tissue. A vascular snare device was used to remove the tip form the patient with no additional consequences to report.

Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually. The complaint is confirmed. The root cause could not be determined. A review of the device history record and complaint database could not be performed since the lot number was not provided. Corrective actions are in process.